Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be verified. The reported issue was caused by a failure of the audible alarm (whistle). The variable relief valve was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had high pressure alarm failure (no whistle) and felt-off air supply connector. There were no patient harm or adverse effects reported as aa result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.